Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During revision surgery the lateral heightening of inlay broke off while prothesis was repositioned.

Manufacturer narrative:
Patient of (B)(4): during revision surgery the lateral heightening of inlay broke off while prothesis was repositioned. Inlay was removed and another inlay without heightening was used with a very good outcome. Examination of the returned liner finds nothing outward to suggest a problem with manufacturing. The device is in very poor overall condition from the attempt to implant as well as the retrieval process. The device cannot be evaluated to determine if it met its specifications due to this damage. A search of the complaints databases identified no other reports against the product/lot code combination since its release to distribution. Additionally, research indicates that several pieces from the device lot have been delivered to the international market and thus can be reasonably assumed implanted without issue. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via trend analysis sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.